Event description:
Lifepack 9 being used during code, patient was defibrillated 3 times, paddles were replaced back into paddle holders in order to continue CPR. Paddles were removed to attempt a 4th discharge, it was then noted that the discharge button was missing. Another crash cart was utilized to contune resuscitation efforts. Staff also reported that the button had previously "popped off".device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, mechanical tests performed, performance tests performed. Results of evaluation: control switches/knobs/toggles. Conclusion: device failure occurred and was related to event, device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service, user education provided. Invalid data - on device destroyed/disposed of status.